Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, a dynamic hip screw (dhs) impactor broke during impaction of the dhs plate. Another set was opened to complete the case. Procedure was completed successfully with a two (2) minute delay. There was no patient consequence. An additional device was received by the manufacturer on august 24, 2020. Concomitant devices: dhs/dcs plate (part: unknown, lot: unknown, quantity: 1). This report is for a tip for dhs®/dcs® impactor. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the ins f/dhs/dcs impactor no. 338.280 single (p/n: 338.26, lot #: 9823294) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken and the broken part was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the ins f/dhs/dcs impactor no. 338.280 single (p/n: 338.26, lot #: 9823294). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:338.26, synthes lot number: 9823294, supplier lot number: n/a, release to warehouse date: 23sep2015, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.